Event description:
Unomedical reference number (B)(6). Event occurred in france. On (B)(6) 2022, it was reported that on (B)(6) 2022, the catheter was inserted on the patient's thigh. The next day ((B)(6) 2022), she experienced hyperglycemia (5 g/l). Therefore, they tried to treat it with bolus, but it was ineffective in lowering down the blood glucose level. Further, she noticed that her catheter was dislodged from the adhesive bandage. No further information available.